Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist ran system check 1 and performed alignment on integrated multi-sensor technology (imt) module and imt probe, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse obtained erroneous results for the imt module. The cse found bubbles in the imt module caused by standard b pump. The cse replaced the pump and ran a quick check, which passed. A siemens headquarter support center (hsc) reviewed the instrument data and observed that the difference between initial and repeat na and cl results for the sample were approximately 7-8%, which indicated an improper imt dilution for the initial run of the sample. The initial na result was elevated, which indicated presence of the bubbles and/or cellular debris in the sample during the measurement of the sample across the sensor. Low fluid verify measurements indicated a poor sample quality. Quality controls were within range without evidence of outliers. A precision run by the operator was within acceptable limits ruling out an instrument problem. Hsc concluded that the cause of the event was sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material contained in the sample that impacted the proper imt dilution and measurement of the initial run of the sample. The cause of the discordant, falsely elevated na and cl results on one patient sample was due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on same and alternate instrument, all resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.